Event description:
It was reported that the insulin pump has some missing lcd lines on the right of the display. Nothing further reported.

Manufacturer narrative:
Insulin pump received with missing segments due to cracked zebra connector on lcd board. Device received with cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.